Event description:
Pt disconnected while on co's ventilator at a hosp. Nurses reported they did not hear alarm. Investigation pending completion regarding how device might have become disconnected, whether alarm sounded or was circumvented by pt. Alarm funcioned during tests.